Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient changed the dosages on his cadd® cadd-legacy® duodopa pump. However, the patient had been switching his two pumps (one for the day and one for the night) in order to get higher delivery of medication. The patient has never been changing the dosages on the pump. No report of patient injury.